Manufacturer narrative:
(B) (4) - refers to suicidal ideation.

Event description:
Literature: porat o, cohen os, schwartz r, hassin-baer s. Association of peroperative symptom profile with psychiatric symptoms following subthalamic nucleus stimulation in pts with parkinson's disease. J neuropsychiatry clin neurosci.2009; 21(4):398-405. Summary: this article presents a retrospective study of 22 pts with parkinson's disease who were evaluated for pre- and postoperative symptoms using a neurobehavioural battery to evaluate the change in the neurobehavioral and neuropsychiatric symptoms following stn-dbs and to identify possible risk factors for their occurrence. Medical charts were reviewed for demographic data, clinical aspects, pharmacotherapy, and stimulation patterns. Pts and their caregivers were interviewed by a neurologist or psychologist in person and by telephone using clinician and pt rating scales. They were asked to rate several aspects of behavior during the three months before the assessment, and retrospectively for the three months preceding the dbs operation. Nineteen pts were implanted bilaterally, one unilaterally in the left hemisphere, and two unilaterally in the right hemisphere. Reportable event: suicidal ideation was evident in three pts before implant, and reported in seven new pts after implant. A total of nine pts were noted to have postoperative suicidal ideation. Despite no overall worsening in total depressive symptoms, seven previously non-suicidal pts developed suicidal ideation postoperatively.